Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV "irregular borders" "abscess" and "pericapsular fluid".

Event description:
Healthcare provider reported capsular contracture grade IV "irregular borders" "abscess" and "pericapsular fluid" for the right side. Device remains implanted.

Event description:
Device has been explanted.